Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopic parastomal hernia repair procedure, the implanted mesh was damaged. A re-operation was done to resolve the issue and the patient's hospital stay was extended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopic parastomal hernia repair procedure using sugarbaker technique, the patient has experienced pain when walking and during stoma defecation. A laparoscopic re-operation was done where in it was found that the mesh was damaged. A supplementary open local revision of the ostomy was also done following the laparoscopic part wherein five centimeters of bowel was excised. There was also an extension on the patient's hospital stay.